Event description:
In three cases in which this cannula was used, I case on 07/01/1998 and two cased on 07/02/1998, the pts experienced posterior capsule tears and vitreous loss. The cause for these reported incidents cannot be determined; however, the surgeon requests that this cannula be evaluated for any flaws.